Manufacturer narrative:
Technical services reviewed the non-sustained episode and found the device appeared to be sensor driven pacing. It was thought the sensor driven pacing could have been in response to the CPR compressions. Due to the sensor driven pacing, some of the vf was blanked during normal blanking periods. Additional review of the episode revealed potential undersensing. The areas which were undersensed looked to be very fine electrical activity on the right ventricular (rv) electrogram (egm) and small amplitude morphology on shock egm. It is possible that the electrical activity on rv egm may have been too small for the device to see. Technical services also discussed that the vf was very fine, so the rhythm could be agonal. The EKG was also reviewed. The EKG appears to start as atrial pace, ventricular pace, and then goes into vf that gets increasingly fine and chaotic. Based on the modified chest lead (mcl) from the EKG there could've been sensor driven pacing and/or morphology caused by CPR compressions as seen in the non-sustained episode. The EKG also showed a very fine vf that could be agonal. Technical services confirmed there was undersensing that could have delayed or inhibited therapy, however, it could also be due to blanking from sensor driven pacing or very fine vf.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in the intensive care unit (ICU). While in the ICU, the patient went into ventricular fibrillation (vf) and therapy was not delivered by the device. The patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR), external shocks, and medication were administered during the arrest. It was reported that the patient was brain dead and on support, however, it was unknown when the patient became brain dead. The device was interrogated which revealed one non-sustained episode. The health care provider reported the patient had been very ill and was healing from bypass surgery. The patient expired later that evening when they were taken off of life support. The electrocardiogram (EKG) from the cardiac arrest was forwarded to technical services for review.